Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the proximal insulation abraded at 21.5 cm from the connector. The abrasion found is consistent with that caused by friction to the pacemaker can. The damaged proximal insulation could create a short between the proximal coil and pulse generator can, causing the reported noise problem.

Event description:
It was reported that the lead exhibited noise and a fracture was noted. The lead was explanted and replaced.